Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 4-1 on the main device had a cubie pocket that failed to recover. A field service engineer (fse) found the pocket jammed with medication, cleared the obstruction, and successfully recovered the pocket. The fse then performed a final test on the drawer, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had issue and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.